Manufacturer narrative:
Reasons for unknown info: b6, b7, d1, d6 a letter was sent on 11/13/1997 to the pt. A response was not given from the pt. G1, h4 without the lot number synthes can not determine the mfg site or mfg date. H6: no evaluation was performed as the product was not returned.

Event description:
Plate was implanted for a fractured dorsal bone in wrist. Plate cracked and removed.